Manufacturer narrative:
Site sample status was not received. Root cause /CAPA: process related was no. Final confirmation status was not confirmed. Batch cw7747 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the device history record (DHR) for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Based on this customizable complaint intake, triage, and investigation (citi) search, a trend does not exist for the subclass adverse event/negligible-minor for (nsw) 8hr heat wrap products. There is no further action required. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint can not be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn [thermal burn], the second one had black sand grain sized particles coming out of the wrap [device leakage]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 77-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number cw7747, expiration date 30sep2022, from an unspecified date in (B)(6) 2020 at an unknown frequency for neck and shoulder pain. There were no medical history and no concomitant medications. The patient reported the first one worked great and the second one had black sand grain sized particles coming out of the wrap and her husband put it on her and it burned her on an unspecified date in (B)(6) 2020. The patient reported the therapy dates as the day before the one wrap burned her. The patient was unsure the date of adverse event as they had been traveling. She though probably (B)(6) 2020. Therapeutic measures were taken as a result of burn which included her husband put a cold compress on her and she took paracetamol (tylenol), not the brand name. The patient did not wish to keep box. The sample of the product was not available to be returned. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the events was recovered on an unspecified date in (B)(6) 2020. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(6) hazard analysis thermacare heat wrap product: 8 and 12 hour. According to the product quality complaint group, site sample status was not received. Root cause /CAPA: process related was no. Final confirmation status was not confirmed. Batch cw7747 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the device history record (DHR) for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Based on this customizable complaint intake, triage, and investigation (citi) search, a trend does not exist for the subclass adverse event/negligible-minor for (nsw) 8hr heat wrap products. There is no further action required. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint can not be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (22jul2020): new information from the same contactable consumer (patient) included: additional reporter's data. Follow-up (30jul2020): new information received from the product quality complaint group includes impact analysis and severity assessment. Follow-up (11aug2020): new information received from the product quality complaint group includes updated expiry date and investigation results. No follow up attempts are needed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Root cause /CAPA: process related was no. Final confirmation status was not confirmed. Batch cw7747 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the device history record (DHR) for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Based on this customizable complaint intake, triage, and investigation (citi) search, a trend does not exist for the subclass adverse event/negligible-minor for (nsw) 8hr heat wrap products. There is no further action required. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint can not be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional investigational results from the product quality complaint for complaint sub-class: heat cells damaged/leaking, root cause/ CAPA: process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass. Based on this citi search, there is not a trend identified for the subclass of the cells damaged/ leaking and heat cells damaged/leaking for nsw 8hr products, see attached chart heat cell damaged-leaking nsw 8hr (B)(6) 2020. There is no further action is required. Exped trend actions taken: there was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint cannot be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn [thermal burn], the second one had black sand grain sized particles coming out of the wrap [device leakage]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 77-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number cw7747, expiration date 30sep2022, manufacturing date: 15oct2019, from an unspecified date in (B)(6) 2020 at an unknown frequency for neck and shoulder pain. There were no medical history and no concomitant medications. The patient reported the first one worked great and the second one had black sand grain sized particles coming out of the wrap and her husband put it on her and it burned her on an unspecified date in (B)(6) 2020. The patient reported the therapy dates as the day before the one wrap burned her. The patient was unsure the date of adverse event as they had been traveling. She though probably sunday (B)(6) 2020. Therapeutic measures were taken as a result of burn which included her husband put a cold compress on her and she took paracetamol (tylenol), not the brand name. She did not have the wrapper, just the box. The patient did not wish to keep box. The sample of the product was not available to be returned, discarded. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the events was recovered on an unspecified date in (B)(6) 2020. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. According to the product quality complaint group, site sample status was not received. Root cause /CAPA: process related was no. Final confirmation status was not confirmed. Batch cw7747 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the device history record (DHR) for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Based on this customizable complaint intake, triage, and investigation (citi) search, a trend does not exist for the subclass adverse event/negligible-minor for (nsw) 8hr heat wrap products. There is no further action required. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint can not be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional investigational results from the product quality complaint for complaint sub-class: heat cells damaged/leaking, root cause/ CAPA: process related was no. Final confirmation status was not confirmed. Summary of investigation: batch cw7747 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint cannot be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass. Based on this citi search, there is not a trend identified for the subclass of the cells damaged/ leaking and heat cells damaged/leaking for nsw 8hr products, see attached chart heat cell damaged-leaking nsw 8hr (B)(6) 2020. There is no further action is required. Exped trend actions taken: there was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Follow-up (22jul2020): new information from the same contactable consumer (patient) included: additional reporter's data. Follow-up (30jul2020): new information received from the product quality complaint group includes impact analysis and severity assessment. Follow-up (11aug2020): new information received from the product quality complaint group includes updated expiry date and investigation results. Follow-up (17aug2020): new information received from the product quality complaint group includes investigational results for complaint sub-class: heat cells damaged/leaking. No follow-up attempts are needed. No further information is expected. Follow up (08oct2020): new information received from a product quality complaint group included: updated trend information. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Root cause /CAPA: process related was no. Final confirmation status was not confirmed. Batch cw7747 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the device history record (DHR) for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Based on this customizable complaint intake, triage, and investigation (citi) search, a trend does not exist for the subclass adverse event/negligible-minor for (nsw) 8hr heat wrap products. There is no further action required. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint can not be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional investigational results from the product quality complaint for complaint sub-class: heat cells damaged/leaking, root cause/ CAPA: process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass. Based on this citi search, there is not a trend identified for the subclass of the cells damaged/ leaking and heat cells damaged/leaking for nsw 8hr products. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint cannot be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]. Burn [thermal burn], the second one had black sand grain sized particles coming out of the wrap [device leakage]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 77-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number cw7747, expiration date 30sep2022, manufacturing date: 15oct2019, from an unspecified date in (B)(6) 2020 at an unknown frequency for neck and shoulder pain. There were no medical history and no concomitant medications. The patient reported the first one worked great and the second one had black sand grain sized particles coming out of the wrap and her husband put it on her and it burned her on an unspecified date in (B)(6) 2020. The patient reported the therapy dates as the day before the one wrap burned her. The patient was unsure the date of adverse event as they had been traveling. She though probably sunday (B)(6) 2020. Therapeutic measures were taken as a result of burn which included her husband put a cold compress on her and she took paracetamol (tylenol), not the brand name. She did not have the wrapper, just the box. The patient did not wish to keep box. The sample of the product was not available to be returned. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the events was recovered on an unspecified date in (B)(6) 2020. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. According to the product quality complaint group, site sample status was not received. Root cause /CAPA: process related was no. Final confirmation status was not confirmed. Batch cw7747 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the device history record (DHR) for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Based on this customizable complaint intake, triage, and investigation (citi) search, a trend does not exist for the subclass adverse event/negligible-minor for (nsw) 8hr heat wrap products. There is no further action required. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint can not be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional investigational results from the product quality complaint for complaint sub-class: heat cells damaged/leaking, root cause/ CAPA: process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass. Based on this citi search, there is not a trend identified for the subclass of the cells damaged/ leaking and heat cells damaged/leaking for nsw 8hr products. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample has not been provided by the site for evaluation. As a result, this complaint cannot be confirmed as manufacturing quality defect. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (22jul2020): new information from the same contactable consumer (patient) included: additional reporter's data. Follow-up (30jul2020): new information received from the product quality complaint group includes impact analysis and severity assessment. Follow-up (11aug2020): new information received from the product quality complaint group includes updated expiry date and investigation results. No follow up attempts are needed. No further information is expected. Follow-up (17aug2020): new information received from the product quality complaint group includes investigational results for complaint sub-class: heat cells damaged/leaking.

Event description:
Event verbatim [preferred term] burn [thermal burn], the second one had black sand grain sized particles coming out of the wrap [device leakage]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 77-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number cw7747, expiration date sep2022, from an unspecified date in (B)(6) 2020 at an unknown frequency for neck and shoulder pain. There were no medical history and no concomitant medications. The patient reported the first one worked great and the second one had black sand grain sized particles coming out of the wrap and her husband put it on her and it burned her on an unspecified date in (B)(6) 2020. The patient reported the therapy dates as the day before the one wrap burned her. The patient was unsure the date of adverse event as they had been traveling. She though probably sunday (B)(6) 2020. Therapeutic measures were taken as a result of burn which included her husband put a cold compress on her and she took paracetamol (tylenol), not the brand name. The patient did not wish to keep box. The sample of the product was not available to be returned. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the events was recovered on an unspecified date in (B)(6) 2020. Follow-up (22jul2020): new information from the same contactable consumer (patient) included: additional reporter's data. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term]. Burn [thermal burn]. The second one had black sand grain sized particles coming out of the wrap [device leakage]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 77-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number cw7747, expiration date sep2022, from an unspecified date in (B)(6) 2020 at an unknown frequency for neck and shoulder pain. There were no medical history and no concomitant medications. The patient reported the first one worked great and the second one had black sand grain sized particles coming out of the wrap and her husband put it on her and it burned her on an unspecified date in (B)(6) 2020. The patient reported the therapy dates as the day before the one wrap burned her. The patient was unsure the date of adverse event as they had been traveling. She though probably on (B)(6) 2020. Therapeutic measures were taken as a result of burn which included her husband put a cold compress on her and she took paracetamol (tylenol), not the brand name. The patient did not wish to keep box. The sample of the product was not available to be returned. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the events was recovered on an unspecified date in (B)(6) 2020. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Additional information has been requested and will be provided as it becomes available. Follow-up (22jul2020): new information from the same contactable consumer (patient) included: additional reporter's data. Follow-up (30jul2020): new information received from the product quality complaint group includes impact analysis and severity assessment.

Event description:
Burn [thermal burn], the second one had black sand grain sized particles coming out of the wrap [device leakage], narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number cw7747, expiration date sep2022, from an unspecified date in (B)(6) 2020 at an unknown frequency for neck and shoulder pain. There were no medical history and no concomitant medications. The patient reported the first one worked great and the second one had black sand grain sized particles coming out of the wrap and her husband put it on her and it burned her on an unspecified date in (B)(6) 2020. The patient reported the therapy dates as the day before the one wrap burned her. The patient was unsure the date of adverse event as they had been traveling. She though probably sunday the (B)(6) 2020. Therapeutic measures were taken as a result of burn which included her husband put a cold compress on her and she took tylenol, not the brand name. The patient did not wish to keep box. The sample of the product was not available to be returned. The packaging was sealed and intact. The action taken in response to the event for thermacare heatwrap was dose not changed. The outcome of the event was recovered on an unspecified date in (B)(6) 2020. Additional information has been requested and will be provided as it becomes available.